Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The following info was reported by the customer's attorney: in 2002, customer's doctor prescribed the use of an insulin pump and infusion set. Sometime thereafter, customer failed to receive the correct dose of insulin to manage her diabetic condition. Consequently, she was hospitalized numerous times, and it is alleged she eventually had kidney failure and kidney and pancreas transplants resulting from improper amounts of insulin.